Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received critical pump error. Blood glucose of the customer was 103 mg/dl. Customer was assisted with troubleshooting and was advised to refer back up plan per healthcare professional's instructions. The pump will be returned for analysis.

Manufacturer narrative:
Unit received with critical pump error and pump error 35 confirmed in history file due to force sensor flex cable not properly plugged in to the printed circuit board. Unit received with pillowing keypad overlay, cracked retainer and minor scratches on lcd window.